Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic contact reported that following a power failure at the clinic there was a blood leak from dialyzer. The fresenius 2008k machine shut down twice. The nurse was unable to get the machine to power back on after the second shut down. The nurse was unable to manually hand crank the blood back as they forgot to take the tubing out of the venous line clamp. This caused the pressure in the tubing, causing the leak from the dialyzer. The blood leak occurred two hours and 45 minutes into treatment. Its unknown if the machine alarmed. Fresenius bloodlines were not used during the event. Blood test strips were not used in the event. The blood leak was noted as being an external blood leak. There were no defects or damage seen to the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient chose not to complete treatment. The dialyzer was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.